Event description:
Independent repair center: customer alleged noisy unit and the key failure is the compressor is loud and noisy. Associated malfunctions for this device: power switch had low audible alarm, sieve beds were saturated.